Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The panta-007 instrument set was received for decontamination on (B)(4)2014. The alignment jig of the panta-007 set (threaded axis - (B)(4)) was "locked" into the female threads of the (nail fixation support device - (B)(4)). Jig metal threads are broken on the external threads of the threaded axis and the internal receiver threads of the nail fixation device. The sales rep reports that the surgery was not impacted by the tight movement of the alignment jig.